Manufacturer narrative:
Qn# (B)(4). Quantity of 60 pieces found during inspection. The device history review for the product visistat 35w 6/box lot# 73d2200545 investigation did not show issues related to the complaint.

Event description:
Reported issue: the package was found broken during inspection. It involved 60 pcs. All devices have a sterility breach. The outer package was not damaged.

Event description:
Reported issue: the package was found broken during inspection. It involved 60 pcs. All devices have a sterility breach. The outer package was not damaged.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. The sterile barrier of the returned sample is compromised due to the packaging damage. A CAPA was opened to further investigate this issue. The root cause was identified in the CAPA. Per DHR the product visistat 35w 6/box lot # 73d2200545 was manufactured on 04/19/2022 a total of 27,000 pieces. Lot was released on 05/11/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.